Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on (B)(4) 2014 and the evaluated on (B)(4) 2014, the product was determined to be breached and the prongs were loose. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4). Evaluation summary: a visual examination of the power supply revealed that the prongs on the transformer were loose and the housing was damaged exposing the internal components, which is considered to be breached. A visual examination of the cord revealed no exposed wires. The power supply was not plugged in so the voltage output across the dc plug was not measured. Resistance across the dc plug measured 556k ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 54.7 ohms, and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the prong on her transformer is going into the housing. When the transformer was received back at medela it was determined to be breached, which is a safety risk.